Event description:
Customer reported via phone, she was having troubles bringing her blood glucose down; it was 460 mg/dl. Customer didn't believe the insulin pump was working as the up and down arrows buttons were not responding. Customer's blood glucose had been at 562 mg/dl the day prior and was able to lower it to 311 mg/dl. In the morning it was 400 mg/dl and then 414 mg/dl. Customer changed the battery and the entire set and issue persisted. She treated with manual injections. Troubleshooting for high blood glucose was stopped and switched to keypad anomaly. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.